Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - f1901 additional surgery. H6 health effect - clinical code - e1620 muscle/tendon damage. H6 health effect - clinical code - e0742 respiratory failure.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient's tandem pump allegedly stopped giving the patient insulin due to the sensor failure. The patient was found by the roommate unconscious on the floor, hypothermic, and dehydrated. The roommate called 911. Emergency medical services (ems) checked the bg which was 1247 mg/dl and the body temperature was 91.8 degrees. The patient was intubated and transported to the emergency department (ed) where he was hospitalized. The patient required medical intervention of levemir and novolog insulins for hyperglycemia, mechanical ventilation, dialysis for kidney failure, and fasciotomy surgery for compartment syndrome of the leg. At the time of the report, the patient was conscious and awaiting another leg surgery. There is no information about when the sensor failed, whether the patient was aware of the senor failure, nor whether the patient was checking the bg by fingerstick while not in a sensor session. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.